Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the pigtail of the renal pelvis side was detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the distal end of the stent was detached. The detached end of the stent was included with the device return. The suture was not present with the return. The stent was ripped from the suture hole to the proximal end of the stent. The investigation has determined that the tear and rip are consistent with those caused by the suture. Therefore, the most probable root cause for this event is determined to be handling damage. It should be noted that the event of stent separation due to suture removal during preparation, is not a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, it was discovered that the pigtail of the renal pelvis side was detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.'